Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: after a vascular surgeon performed an evar procedure, he closed one femoral artery with a 18fr manta, then attempted to deploy a 14fr manta in the other femoral artery. He found extreme resistance to the bypass tube entering the valve in the manta sheath located in patient's femoral artery. He tried to push into the valve, but the resistance was too great. So much so, the device tubing bent. A second device was opened and the femoral artery arteriotomy successfully closed with good deployment additional information on 27may2022: during the evar procedure, there were no issues with advancing and withdrawing procedure sheaths. The first manta sheath was not removed otw prior the second manta device deployment. Current patient condition is reported as fine.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 18f ce manta was deployed successfully for closure on the one side and a 14f ce manta was attempted for closure on the opposite side. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered extreme resistance attempting to advance the bypass tube into the sheath hub. The physician attempted to push the bypass valve into the hemostatic valve, however, the resistance was so great that it bent the device delivery tube. The first 14f ce manta device was removed and a second 14f ce manta device was placed successfully completing the case. It is unknown if the manta sheath portion of the device was also replaced or if the first sheath remained in position when the second 14f ce manta device was opened and deployed. The IFU states in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedural requirements indicate the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath.